Event description:
It was reported that the patient was experiencing symptoms of blurriness after implantation of the intraocular lens (iol) and was not satisfied. It was stated that the lens was explanted. No complications were reported. It was stated that the lens was discarded in the field and therefore will not be returned for evaluation. It was stated that the patient was doing well.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.